Manufacturer narrative:
Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only after further review, an initial emdr for this complaint was incorrectly submitted. No malfunction detected in the iabp. There was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow-up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the batteries of cs300 intra-aortic balloon pump (iabp) had a cable fails issue. There was no harm reported.